Manufacturer narrative:
Without a product return, no product evaluation is able to be conducted. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent.

Event description:
It was reported that the tip of the driver fractured during the procedure. The tip was retrieved with no reported patient harm. No further surgical information was provided.

Manufacturer narrative:
Additional information in b4, d4 (UDI), g4, g7, h2, h3, h4, h6: methods, results, and conclusion codes. The returned device was evaluated. Visual inspection revealed that the tip has fractured as reported. The complaint is confirmed. A review of the manufacturing records did not identify any issues related to this failure which would have contributed with this event. The fracture in this case can possibly be attributed to the application of a higher torque resulting from the removal of a device that had previously been implanted.

Event description:
It was reported that the tip of the driver fractured during the procedure. The tip was retrieved with no reported patient harm. No further surgical information was provided.